Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Devices not received, log review only.

Event description:
The customer reported the infusion rate on channel d pump module was 5 ml/hr and decreased to 1 ml/hr. The patient was hypotensive and required resuscitation. There was no report of long-term patient harm. The customer performed functional testing and all units passed per specifications.

Manufacturer narrative:
The customer¿s report of an unintended rate change with a decreased infusion rate was confirmed. The pcu event log shows that on (B)(6) 2018 the pump module was in use and infusing drugid 207 at a rate of 3.7ml/hr. Between 6:11 am and 12:39 pm, the infusion was programmed to run at rates of 3.7ml/hr, 4.3ml/hr and 4.9ml/hr. The volume recorded as being infused during this period was 29.629ml. The log shows 3 instances of the infusion running at 1ml/hr. All 3 occurred after the primary infusion completed and the device transitioned to kvo at the kvo rate of 1ml/hr. The first was at 10:23 am when the device went from the primary rate of 4.9ml/hr to the kvo rate of 1ml/hr. The second was at 11:47 am when the device went from the primary rate of 4.3ml/hr to the kvo rate of 1ml/hr. The third was at 12:29 pm when the device went from the primary rate of 4.9ml/hr to the kvo rate of 1ml/hr. The root cause of the rate change was the primary infusion completing and transitioning to kvo as per normal operation of the device. It appears the user had a misperception regarding the cause of the rate change.

Event description:
The customer reported the infusion rate on channel d pump module was 5 ml/hr and decreased to 1 ml/hr. The patient was hypotensive and required resuscitation, however, coding was not required. There was no report of long-term patient harm. The customer performed functional testing and all units passed per specifications.